Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 67 mg/dl and the cause was not known. The customer went to the emergency room (ER) and was given juice. Intravenous insulin was administered and was put on a liquid diet. The customer left the ER with a bg of 102 mg/dl. Although the customer was still "sweaty and shaky", the healthcare provider felt the customer was okay to be released.